Event description:
My daughter used a medtronic paradigm 722 insulin pump. On april 26th and a week earlier I was not able to perform a manual bolus -act- button wouldn't work. I phoned medtronic promptly 10:30pm on april 26th. I spoke with someone at 24hr pump support line. I told them this had happened last week as well, the act button would not let me give a bolus then it would let me after several attempts. The medtronic contact and I walked through the pump and after several attempts to bolus it worked, problem solved she said. I proceded to explain to her that my daughter has worn this pump for one year, also has worn a disetronic pump for six years, and that I would like a replacement pump sent out as soon as possible, because I know that this is not acceptable. I know an insulin pump. She put me on, hold. When she returned she asked me what battery I was using in my daughter's pump. An energizer lithium I told her. She informed me that I can only use a energizer aaa. Or the pump could malfunction and many people have called with the same problem. Medtronic handbook for the paradigm 722 pg. 135, it is recommended that you use a aaa energizer battery, do not use a rechargeable or carbon zinc battery in the pump. I believe medtronic should have notified me about the batteries, or at least a reminder about proper battery use. We have used the energizer lithium battery for months. I'm obviously concerned that the pump has been possibly malfunctioning in other areas that I now question. Pumpers need to be aware. I have not rec'd any notice from medtronic concerning the batteires I should be using in the pump. Thank you for allowing me to tell you my concerns. After six years with disetronic I find that their customer service is head and shoulders above that of medtronic, minimed.